Event description:
It was reported that a pt underwent a mastectomy procedure on (B)(6) 2009. The reservoir functioned properly upon first activation. Then, the locking plate of the reservoir was too tight to be locked upon reactivation. A second like device was used with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.